Manufacturer narrative:
Field service representative determined the hinge, top front cover was worn out from normal use and replaced the part to resolve the issue. There have been no subsequent contacts from the customer regarding covers post field service intervention. The architect operations manual provides information regarding proper and safe operation and mechanical hazards of the architect i2000sr system. The architect I-system service and support manual provide instructions for removal and replacement of the hinge, top front cover. A review of the architect service history, revealed no additional issues of hinge, top front cover not staying open reported. No non-conformances or potential non-conformances were identified for the hinge, top front cover. No adverse trend was identified for the hinge, top front cover and no adverse trend for architect i2000sr with regards to the current issue. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated the front lid on the architect i2000sr will not stay open. The operator has to hold the front lid to stop the lid from dropping. No injury was reported.